Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not observe drops of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 130 mg/dl. The customer removed the infusion set tubing and performed the fill tubing sequence again. The customer did not observe drops of insulin exit the cartridge patient line. Reportedly, the customer replaced the cartridge and was able to resume insulin delivery.